Event description:
During an atrial fibrillation surgery, resistance was found when the catheter was inserted into the patient. The catheter was removed and a crack was noted at the distal end. The catheter was replaced with the same type of catheter and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.